Manufacturer narrative:
Concomitant medical products: product ID: 977c265, lot#: va1njjn019, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient had a thoracic wound infection post-paddle lead placement. They had surgery to incise and debride the wound on (B)(6) 2018 and the wound was clean and dry on (B)(6) 2018. Antibiotics were also given orally on (B)(6) 2018. The issue was noted to be resolved without sequelae. No device issues or further complications were reported or anticipated.